Event description:
It was reported the customer received a battery out limit alarm. The customer's blood glucose was 143 mg/dl. The customer stated the insulin pump was not alarming at the time of the call. Customer was advised the alarm was normal insulin pump behavior. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.